Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00169. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the touchscreen was not functioning. The remote service engineer (rse) spoke with the customer to confirm the issue. The customer stated that the touchscreen does not work and that it was recently serviced for an fco . The customer cleaned and recalibrated the screen while on the phone with the rse. The device was operational after calibration was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient harm reported.